Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and sepsis; reportedly patient was septic, purulent drainage was present in device pocket and possible vegetation per echo virus on this lead. Surgical intervention and intravenous antibiotics were needed to resolve the issue and the right atrial (ra) lead was explanted. Additional treatment plan reported is antibiotics and life vest during further physician evaluation. There were no additional adverse patient effects reported.